Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive and the hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system would intermittently lock up. No pt injury was reported.